Event description:
The customer reported the ventilator shut down and alarmed during transport of the patient from the shower to the patient's room. The customer reported there was no patient harm. The customer reported that the ventilator was operating via external battery power which depleted upon extended use, and when the ventilator went to transition to the backup battery it shut down because the backup battery was already depleted from extended use. The manufacturer's field service technician confirmed the external and backup battery was fully depleted and would not hold a charge. The service technician reported both batteries were 5 years old. The service technician replaced both batteries to complete the service. Extended self testing (est) and performance verification testing was completed and tests passed to operating specifications. This event is being reported as a user error due to failure to test and maintain the batteries as specified.

Manufacturer narrative:
Battery